Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a broken out rash on her back that burns when she sleeps at night. The patient's physician recommended that the patient remove the device until she can speak with a dermatologist. Wear time from the download confirms patient removed the device for a period of time. During a follow-up, it was reported that the patient's irritation improved.